Manufacturer narrative:
Follow-up # 2 ¿ (04/22/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verioiq meter is giving inaccurate high readings of ¿16.9 mmol/l¿ (304 mg/dl) compared to another meter reading of ¿14.3 mmol/l¿ (257 mg/dl). This complaint is classified according to the documentation of the customer care advocate. The patient manages his diabetes with self-adjusting insulin. On (B)(6) 2014, the patient reportedly obtained the alleged readings and did not base his diabetes management on the lfs meter reading. Within 8 hours of the alleged inaccurate reading, the patient had ¿hypo¿ symptoms and administered self-treatment with glucose tablet/gel. During troubleshooting, the patient confirmed the readings were taken within 30 minutes of each other. The unit of measurement was set correctly. The test strips and vial were in good condition and within the discard. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 30% and/or <= 1.7 mmol/l. This complaint is being reported because the patient had ¿hypo¿ symptoms while he managed his diabetes with the alleged inaccurate high lfs meter readings. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/03/2014). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 3/18/2014 and 3/25/2014, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.